Event description:
Reporter indicated a vns therapy pt "constantly picks" at the generator site and experienced a superficial wound infection that was confirmed by cultures. Good faith attempts to obtain additional info have been unsuccessful to date.